Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order available in pyxis but discontinued. A technical support specialist (tss) verified order details and patient vid, dialed into server, and confirmed order was active in pes. Ran query and noted update xml message causing orders to reactivate. Suggested manual discontinue process in es system. Customer acknowledged. Case closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main order available in pyxis but discontinued in wellsky. There were no delay to patient care and adverse events or injuries reported based on this incident.